Event description:
It was reported that the patient's lead migrated and the patient lost effective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient was not getting relief from their drg system. Imaging showed that a lead had migrated and coiled up near the ipg. The patient underwent a revision where the drg lead and ipg were explanted. There were no complications. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.